Manufacturer narrative:
Investigation of the returned device found no problems that would contribute to the device failing to deliver insulin. The pod was received with the soft cannula deployed, and the formed needle visible through the exposed portion of the soft cannula. The linkage assembly was noted not to be fully retracted. Once the housing was removed, the linkage assembly retracted. Scoring was noted on the inside of the top housing. A misalignment between the top housing and linkage assembly prevented the linkage assembly from properly retracting the formed needle. Inspection of the device suggests that this had no effect on the device's ability to deliver insulin. No alarm codes were produced by the device. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) values reached 465 mg/dl, while wearing the pod between 4 and 24 hours on the leg. For treatment, the patient changed out the pod and took a manual injection of 9 units. The ketones were trace amounts.